Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: mps reported mics would not work. Device inspection: no device inspection could be completed as the product was not available for evaluation. Device history review: the product history review could not be performed because the robot number was not provided. Complaint history: a review of complaints in catsweb and trackwise related to the cpci motion control assembly 3.0 rohs, catalog#: 211123 shows 1 additional complaint related to the failure in this investigation. This complaint is: (B)(4). Conclusion: the reported issue could not be evaluated as the device was not available. Further action: none at this time. H3 other text : product was not available for evaluation.

Event description:
During a mako case, none of 4 mics handpieces would work, tested with 4 different attachments and 2 different saw blades. Even though system would pass mics status check, saw blades would not move/cut when in the application? Surgeon opted to navigate the patient instead, and was happy with the patient outcome. Update: case type: tka, right. After the cpci motion control assembly was replaced did you continue to have issues with the mics handpieces and sawblade attachments? No. Update: surgical delay 30 min.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako case, none of 4 mics handpieces would work, tested with 4 different attachments and 2 different saw blades. Even though system would pass mics status check, saw blades would not move/cut when in the application? Surgeon opted to navigate the patient instead, and was happy with the patient outcome. Update: case type: tka, right after the cpci motion control assembly was replaced did you continue to have issues with the mics handpieces and sawblade attachments? No